Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be deactivated using a magnet. Tones were not audible when the magnet was placed over the ICD implant site.